Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: art.352.040 / (B)(4) the synream flexible shaft shows marks and striations of often or forcible use; the shaft is slightly bent. The coupling prongs for the reamer heads on the tip are badly damaged/deformed. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The DHR review shows that the device was manufactured in november 2011 and there were no issues during the manufacturing of the product that would have caused the complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this was done or how many times this article had been used. Unfortunately, it can not be determine the exact cause of this complaint, however, the damage (deformed pins of the flex shaft) indicates that excessive mechanical force was used during the surgery and that may have caused this reported problem and/or insufficient connection between synream pins and reamer head. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). There was no retained fragments, however the complaint indicated that the fragments were removed by extra incision and by extending the existing incision. The operation took time more 45-60min. Device history records was conducted. The report indicates that the: 352.105 lot# 25871 manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 22.sep.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that while the medular channel was carved, 10.5 mm diameter end and flexible shaft was broken inside of the patient. 40 minutes delay to surgery time. This event is related to a specific patient. Initial surgery. No, pieces did not remain in the patient. Yes, 3 fragments were generated. It is required additional intervention. The fragments were removed by extra incision and by extending the existing incision. The operation took time more 45-60min. No other medical intervention needed. Procedure was completed. Risk of infection increased. The patient is male and (B)(6). Smoker alcohol. For clinical findings, treatment should end. No fragments retained. The reamer head was broken and the flexible shaft's end was in an unusable situation. There is no harm to the patient at this point due to this event. Concomitant part (reamer head 10.5mm dia 352.105 lot. 25871) this complaint involves one part. This report (B)(4).

Manufacturer narrative:
Additional narrative: the reported lot number (2804) could not be verified as a valid lot for part 352.040. Additional incision and the lengthening of an existing incision that was required in order to retrieve the broken fragments. No concomitant parts were reported for this complaint. The reamer head reportedly broke and, therefore, is not considered to be concomitant. Report post-operative device breakage requiring revision. The manufacturing date and device history record information reported on the initial medwatch was done so in error. That information is applicable to part 352.105 / lot 25871, not the part associated with this report. As such, no manufacturing date is available, nor has an assessment of the DHR records been conducted as the lot number provided for part 352.040 could not be verified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016. As the surgeon was carving the medullar channel, it was noted that the 10.5mm reamer head broke inside of the patient and the flexible shaft suffered unknown damages that rendered it unusable. In order to remove the fragments from the patient, the surgeon needed to extend the incision and create a new one as well. The pieces were successfully retrieved and the procedure was completed. Due to the intra-operative events, the procedure was prolonged by forty-five (45) to sixty (60) minutes. The surgeon also indicated that the patient was at an increased risk for infection due to the additional incision. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. Please note, this DHR review is for lot number 2804575 which matches to mentioned part number. Manufacturing location: (B)(4), manufacturing date: 15.nov.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot / combination cannot be found in sap 352.040 lot. 2804. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.